Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the image failure was a connection failure due to corrosion of the scope connector. Regarding the insertion section peeling off, a root cause cannot be specified. However, the device had no evidence that indicates the user deviated from the instructions for use regarding handling and reprocessing. The no image event can be detected/prevented by following the instructions for use which state: reprocessing manual: manually cleaning the endoscope and accessories; dry external surfaces. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported with an issue of "no image" found during inspection before use (preparation for use). The device was replaced and the intended procedure (diagnostic tracheoscopy procedure) was completed using a similar device with no delay. No harm was reported. No patient harm, no user injury reported .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found no image due to defective scope connector (s connector). The s connector was found with corrosion. The corrosion caused the image to not displayed. The reported issue of "no image" was confirmed. Furthermore, device evaluation noted the coating of the insertion tube was found peeled off (reportable event ). This condition was attributed to deterioration, defects of the insertion tube. In addition, inspection observed angulation issue, due to wear of angle wire, bending angle in up direction does not meet the standard value. The angles were observed to be insufficient, not to specifications. Connecting tube found wrinkled. Investigation is ongoing. This report will be supplemented accordingly following investigation.